Manufacturer narrative:
(B) (4).

Event description:
The patient experienced intermittent stimulation sensation after exposure to security gate a milwaukee airport. She felt the stimulation turning on and off, but her symptoms were still under control. It was noted that her device was not programmed for cycling. The device was shut off because the intermittent stimulation disrupted her sleep. She was at home and re-directed to her physician. The physician confirmed patient symptoms of shocking in the perineum. High "resistance" was also noted and reprogramming was performed. The device was replaced and the patient recovered without sequelae.